Event description:
It was reported that a new ilet user overtreated a low glucose and subsequently experienced hyperglycemia with a sensor glucose of 205 mg/dl trending upward; the user called for guidance and was informed that the ilet would deliver correction to address the elevated glucose, after which the trend stabilized. Symptoms included hyperglycemia. Outcomes included correction dosing guidance and stabilization without alarms or medical intervention. Investigation included customer service troubleshooting and education. Investigation of this case revealed no device malfunction or alarms and indicated user-related overtreatment of hypoglycemia followed by automated correction by the ilet. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.